Manufacturer narrative:
This case is reported in retrospect based on a re-evaluation conducted in 2025 for formal reasons. There was no particular risk to patients, users, or third parties.

Event description:
(B)(4). Incident occurred in the UK. Problem with the needle, whereby the first 4.5 cm of the needle tip broke (potentially off the introducer, whilst caught on the transverse process' vertebrae. The patient has a very high bmi.